Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose. The customer stated they received a lost sensor every 10 min and that the transmitter is not communicating with the pump. The customer was informed that there could be many reasons for high blood glucose. The customer's sensor had to be replaced so new sensor was sent to the customer. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.